Event description:
It was reported that the customer's device had its service wrench illuminated and had logged a critical fault code, which would impede the device's ability to deliver a defibrillation shock. The device also locked up as it was powered up. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and explained the service options for the device. The device has not been returned to physio for further eval. The cause of the reported failure could not be determined.